Event description:
The device was used during a lobectomy procedure. The instrument ejected clips prematurely. The surgeon applied another instrument to complete the procedure. No pt injury was reported.